Event description:
Customer reportedly received a results of 12.8 mmol/l on her aviva meter compared to 6.2 mmol/l on a professional meter within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.